Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a nurse was doing the shift check on the heartstart mrx defibrillator and was shocked. The user, a nurse, was monitored in the ER with continuous cardiac monitoring for four hours. The nurse was not hospitalized, did not require intervention to prevent permanent impairment/damage, and did not receive burns.